Event description:
Edwards received notification from the implant patient registry that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years and 7 months. Per the medical records, approximately 4 years and 5 months post implant, the patient was admitted to hospital with an episode of sepsis and bacteremia, and blood cultures grew out a streptococcus bacteremia. However, a tee did not show any clear evidence of valvular problem and the patient was placed on 6 weeks of antibiotics. The patient was readmitted with some double vision. The workup done was shown to be negative and the patient was sent home to complete their 6-week treatment course of antibiotics. They then arrived in the emergency department with increasing sob and lee. A tee demonstrated moderate to severe aortic regurgitation with no evidence of valvular vegetation. The 26mm s3u valve was explanted. During the explantation procedure, the surgeon observed the tavr valve had a torn leaflet and there was no obvious evidence of infection on the valve, which was sent to pathology where the report stated there was calcific aortic valve leaflets with the explanted metallic frame material and the leaflets were irregular and ragged and it appears the valve leaflets do not form a tight seal.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint of valve calcification was confirmed based on provided medical records. The available information suggests patient factors (hyperlipidemia, diabetes, acute kidney injury) likely contributed to the event as the patient had a medical history of hyperlipidemia, type 2 diabetes, and acute kidney injury per the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.